Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that reservoir was occluded. Customer reported of only being able to fill reservoir but was not able to get insulin through with plunger. Customer reported that when other reservoirs were used, insulin would flow. Customer was advised that reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.